Event description:
The surgical scrub tech noticed a small area that was wet through the back table cover after the surgery when she was clearing off the back table. The size of this wet area was a 50 cent size and also noted was multiple (approx.15) patches on this table cover. The wet area was close to one of the patches. No patient harm and no change to the plan of care. The table cover is part of the synergy major basin pack.====================== manufacturer response for synergy major basin pack, synergy back table cover (per site reporter) ====================== the quality dept @ synergy is investigating.